Event description:
It was reported that the insulin pump alarmed during the prime process. Customer unsure about the damage to drive support cap. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Cracked battery tube threads and scratched display window and broken belt clip slot noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.